Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon commented that application of bioglue on suture line around the aortic root resulted in difficulty repositioning the heart and that an additional CABG was performed due to ischemic rca. According to the surgeon, the circulatory failure in the rca may have been due to air emboli or graft kinking. The relationship between kinking and bioglue is not certain but the surgeon reported the case to cmi just in case. One 10ml syringe was used in this case. Surgeon stated that it is possible that bioglue dripped to the underside and protection using gauze may have been insufficient. It was also noted that perhaps the application of bioglue had distorted the fit of the coronary buttons but attaching them despite this may have affected the graft as a result. The cause of the rca ischemia could not be determined.

Manufacturer narrative:
According to the report, the surgeon commented that application of bioglue (lot 11mjx006) on suture line around the aortic root resulted in difficulty repositioning the heart and that an additional CABG was performed due to ischemic rca. According to the surgeon, the circulatory failure in the rca may have been due to air emboli or graft kinking. The relationship between kinking and bioglue is not certain but the surgeon reported the case to cmi just in case. One 10ml syringe was used in this case. Surgeon stated that it is possible that bioglue dripped to the underside and protection using gauze may have been insufficient. It was also noted that perhaps the application of bioglue had distorted the fit of the coronary buttons but attaching them despite this may have affected the graft as a result. The cause of the rca ischemia could not be determined. Quality reviewed the device history records for lot 11mjx006 and confirmed that all records were controlled, available for review, and met all physical, functional, microbial, and chemical specifications per the device master record. The root cause of the reported event cannot be determined from the available information. The surgeon acknowledges multiple possibilities, one of which involves unintended application/runoff of bioglue. The bioglue instructions for use provides adequate precautions regarding protecting sites from unintended application. Another possible cause of the reported event is that the surgeon could have had difficulty with the orientation of the rca or problems related to suturing the rca to the graft which may have caused kinking in the vessels, and the application of bioglue glued the vessels into the kinked position contributing to the complications observed.